Manufacturer narrative:
The customer reported that there's communication loss with the facility's bedsise monitors (bsm) and central nurse's station (cns). According to the customer, when patients are being transported to the imaging department from the ed, the portable device cease communication with the associated cns causing data to stop flowing. Once the patient is returned from imaging, communication between the portable device and the cns is restored and data is able to flow again. The customer's biomed feel this is due to an antenna not functioning properly or an issue with the wireless configuration. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical products: the following device was used in conjunction with the bedside monitor (bsm): central nurse's station (cns): model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that there's communication loss with the facility's bedsise monitors (bsm) and central nurse's station (cns). There was no patient injury reported.